Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and was not provided.

Event description:
The customer reported the touch screen is not working, is inop. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the fse replaced the touch screen to address the reported problem. Conclusion: the determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.